Manufacturer narrative:
(B)(4). Based on investigation results, as detailed in the attached report, the reported issue could not be confirmed to be related to manufacturing or design issues. The uaa meets iso 5356-1 standard for conical connections, and no deviations were found during manufacturing process of the mentioned lot. The root cause is identified as a combination of small gripping area of the blue et tube adapter and too strong force applied by the user when connecting the two parts to each other.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Patient information (ID, age, sex, weight) as well as additional information and the device associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the filterline was stuck to the tracheostomy tube and could not be removed. The tracheostomy tubing was cut off which required replacement with another unspecified size and model of tracheostomy tube. On (B)(6) 2016 the customer reported they were aware that someone in their procurement had recently changed the ordering codes they have accidently been using adult filterlines instead of children's and vice versa. They agree and accept this was user error.